Event description:
It was reported that the user received an insulin occlusion alert and, after changing supplies, encountered repeated ¿restart¿ and ¿unable to proceed¿ errors during press-and-hold, rewind, and fill tubing steps, which prevented use; troubleshooting was completed with guided dry-run and alert review, and a replacement ilet was arranged. Symptoms included none. Outcomes included prolonged hyperglycemia with blood glucose reported above 400 for about 10 hours, managed with manual subcutaneous insulin injections, and no medical or outside assistance. Investigation included review of device alerts, user-guided troubleshooting, and logistical replacement actions. Investigation of this case revealed a device operational malfunction related to the infusion/insulin delivery sequence during supply change, consistent with an occlusion alert followed by recurrent ¿unable to proceed¿ errors, with no reported user injury. It was concluded, based on previously established findings for similar reports, that the cause was an operational device malfunction due to a faulty motor train that was affecting the device performance.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.